Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿the IV pump set to administer 125 ml over (2) hours. The rate was set for 62.5 ml, there was a 250 ml bag of vacomycin hanging. The nurse confirmed the settings, and started the infusion. The nurse returned to check on the patient and the entire 250 ml of vacomycin had infused over approximately (30) minutes. It was identified by biomed re-production/pm, the pin on the top of the platen (that holds the IV tubing against the pump assembly) was broken. This allowed a gap between the platen and the tubing and this allowed the fluid to continue to drip without control". It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Additional information added; section - b.5. (Patient information clarified/detailed). The reported complaint of an over infusion of vancomycin is believed to be the result of damage to the platen assembly. During the device inspection, the platen upper hinge post was found to be broken. Results from a review of the pcu event log identified an infusion of unknown medication, suspected to have been the reported infusion occurring on (B)(6) 2019 at 1:27:58 pm at a rate: 62.5ml/h with a vtbi of 125ml. The device was being used for treatment. The proximate cause of the over infusion of vancomycin is attributed to a broken upper platen hinge post. The root cause of the broken platen upper hinge post is suspected to be caused by customer misuse.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient: shortness of breath.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿the IV pump set to administer 125 ml over 2 hours . The rate was set for 62.5 ml, there was a 250 ml bag of vancomycin hanging. The nurse confirmed the settings, and started the infusion. The nurse returned to check on the patient and the entire 250 ml of vancomycin had infused over approximately 30 minutes. It was identified by biomed re-production/pm, the pin on the top of the platen (that holds the IV tubing against the pump assembly) was broken. This allowed a gap between the platen and the tubing and this allowed the fluid to continue to drip without control." There was no patient harm.